Event description:
The reporter performed back to back blood glucose tests and got results of 60, 69, 54 and 50 mg/dl. All tests were done within 10 minutes of each other. No symptoms were reported. He has not been cleaning his meter. A control solution test was reported as having been in range, 133. During follow-up, the reporter stated that he was comfortable with the meter, felt it was working okay, and did not want a replacement.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8